Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data supplied. The customer's quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse realigned all probes to the center of cuvette. The cse checked probe height alignments and realigned sample probe and sample dilution probe. The cse verified mixer alignments were within specifications. The cse verified dilution washer and reaction tray washer were within specification. The cse washed reaction tray washer with probe wash. The cse cleaned all probes and mixer rods. The customer performed a precision test and ran qc, resulting within range and specification. No further issues were found. The cause of the discordant, falsely depressed c-reactive protein result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed c-reactive protein result was obtained on a patient sample on an advia 1800 instrument. The initial result was released to the physician(s), which was questioned. The customer repeated the same sample on the same advia 1800 instrument, resulting higher. The customer issued a corrected report to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed c-reactive protein result.